Event description:
It was reported that a patient ried to get out from a bed and fell out on the floor. No injury was reported.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
Arjo became aware of the event involving the citadel bed frame. The customer staff reported that the patient fell from the bed. The event occurred when the patient was trying to exit the bed. No injury occurred. According to the customer¿s allegation, an exit alarm did not sound at the time of event, as the bed did not have a nurse call cable installed. An arjo service technician assessed that there were no visible signs of damage to the bed and installed a nurse call cable. No device malfunction was found during inspection. The nurse call cable, which is connected to the customer¿s internal call system, was not installed to the bed frame and the bed egress alarm allegedly did not sound when the patient left the bed. The alarm detects patient¿s movements, however it will not restrain patient from leaving the bed. Based on the collected information and device evaluation results it is most likely that the bed exit alarm worked as intended, however it could not be heard in the nurses' room, because the bed was not connected to the hospital nurse call system due to fact that the customer did not order a nurse call cable. The instructions for use (IFU) for citadel bed frame system (830.213-en) includes the following information related to the investigated event: - "verify correct operation of the nurse call system before placing a patient on the bed". The device was used for patient treatment when the event occurred. No malfunction was found and the device was working as intended. This complaint is deemed reportable due to the alleged patient's fall from the bed.